Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the full lead was returned and analyzed. No anomalies were found, however, blood was observed in/on the helix/lobe mechanism.

Event description:
It was reported that during the implant procedure, the lead had low r-waves. The lead was twisted on extraction. The lead was not implanted. No patient complications have been reported as a result of this event.